Event description:
The patient's gluteal artery was punctured during the implant procedure. A vascular surgeon stopped the bleeding and repaired the artery. The patient recovered and has no problems related to the surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea there is no evidence that the device was out of specification. The most probable root cause is injury to the artery during surgery. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implants